Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the managing healthcare provider (hcp) that they were still seeing short stalls in the patient's pump logs. They had asked the patient to no longer use her laptop in her bed, but her grand-daughter had the same laptop and was near her in bed during the days where they continued to see short stalls. The longest stall in the logs was 23 minutes. Directive to the patient was to make sure she does not have the laptop near her pump for a couple days and read logs again. It was suggested to ask about adaptive clothing with magnets, magnetic blankets, magnetic bracelets, items like that. The hcp stated she will do that and check the logs again for this patient in the future. Information sent to hcp on tdd consumer magnet response and ifp that details the emi interaction with the pump. The hcp indicated that the patient was not showing signs of underdose/withdrawal and if any thing was showing signs of being too loose and stated she was looking into that symptom but was not thinking the stalls were causing any sort of symptom change.

Event description:
Additional information was received, from the device manufacturer representative, indicated that the healthcare provider was trying to figure out if a chromebook, that is on the patients lap for the majority of time is causing the pump to stall, due to the magnets on the surface of the laptop. It was reported, that the stalls started on (B)(6) 2021, when the patient got the laptop.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a company representative (rep) who reported that they were still seeing multiple motor stalls with no real cause. They were unsure if external factors contributed to the issue. The hcp interrogated the pump and logs but no other actions/interventions were taken at this time. The issue was not resolved at the time of the report. Surgical intervention did not occur but it was unknown if it was planned. The patient's weight and medical history were unknown and they were without injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from two healthcare professionals (hcp), regarding a patient receiving lioresal (1000 mcg/m l, 218 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient's pump was "shutting off and restarting" since (B)(6) 2021. The hcp read the pump logs which showed multiple motor stalls and motor stall recoveries, mostly overnight while the patient was in bed and lasting from 5 to 30 minutes. The second hcp reported 8 motor stalls since (B)(6) 2021 with no known cause. The patient has not had any magnetic resonance imaging (MRI) and there was no obvious emi sources nearby, only a hoyer lift over the bed. The patient has experienced an increase in spasticity since the first of the month and the patient has oral baclofen. The issue was not resolved through troubleshooting.